Event description:
Received report of pump resetting rate when unplugged and replugged from eletrical outlet. A pt was being taken to surgery to have a tracheostomy done. When the pump was unplugged, anesthesia noted after a few minutes that the dopamine drip was running at 125cc/hr. It was reset to the ordered rate of 20cc/hr by the nurse. The pt was then taken to the or. When the pump was unplugged and replugged, the rate again changed to 125cc/hr. (Pump b) the pump was again reset to 20cc/hr. No alarm were reported. No pt harm reported, no bp fluctuations noted.